Event description:
Pt jumped off a truck and xray revealed the broken hardware, surgery was recommended and performed to restore the alignment and stability of the femur to allow for early range of motion and to restore function for ambulatory. Original hardware was inserted in ecuador 2 years ago.